Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was intermittently responsive. The keypad cover was torn across the ok button exposing the contact. The keypad cover was removed and the ok contact was found to be misaligned. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the ok keypad button was intermittently responsive. The keypad cover was torn across the ok button exposing the contact. The keypad cover was removed and the ok contact was found to be misaligned. There was no contamination found under the button contacts. The remaining buttons were found to be responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.